Event description:
During procedure the patient had a vessel on the pelvis cut by the device. The patient was reported to have experienced severe bleeding and blood loss, requiring a transfusion and eventually a nephrectomy was performed.